Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump was "running out two to two and a half weeks early." The drug used in the pump at the time of the event was not reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.